Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead dislodged resulting in p-wave oversensing and r-wave undersensing with inappropriate pacing. The associated device was deactivated and surgical intervention was recommended however the patient declined. The patient was informed of the risks. New information received indicates that surgical intervention was performed and the lead was explanted and replaced with a competitive product. A boston scientific field representative was not present for the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged resulting in p-wave oversensing and r-wave undersensing with inappropriate pacing. The associated device was deactivated and surgical intervention was recommended however the patient declined. The patient was informed of the risks.